Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01aug2019. The field service engineer (fse) replace the power management board to address the issue. Failure analysis on the returned power management (pm) board shows that the power management (pm) pcba was tested and no failures were identified. The 1104 error code could not be duplicated. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Investigation on this quality issue shows that the customer reported that the unit has a check vent alarm backup alarm failed. There was no patient involvement.